Event description:
Reporter indicated that vns pt has been hospitalized on two occasions due to episodes of status epilepticus. The pt has had trouble sleeping since implant and the device settings have been adjusted twice. After each parameter adjustment, the pt experienced an episode of status epilepticus requiring hospitalization. After pt gets used to the stimulation, pt does very well and has good seizure control. Treating neurologist indicated that the events are related to stimulation and believes that most of the pt's seizures are psychogenic. No intervention is planned, but programmed parameters will not be further increased at this time. Investigation to date has been unable to determine the cause of the reported events.